Event description:
The customer reported the system intermittently displays black images. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and replaced the interconnect cable. System operates as intended. (B)(4).